Manufacturer narrative:
(B)(4). The complaint device was recently received at fisher & paykel healthcare (fph) for evaluation. We are in process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult breathing circuit failed the servo-I ventilator leak test before use on a patient. The customer found an air leak from the water trap. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt212 adult inspiratry heated breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was pressure tested for leak and was subsequently submerged in a water bath to identify the source of the leak. Results: the pressure test revealed that the returned rt212 adult breathing circuit exhibited leak and was out of specification. A water bath test identified the source of the leak to be between the water trap lid and bowl on the expiratory limb. A lot check revealed one other complaint of this nature for lot number 130510. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the circuit was released for distribution most likely during transport, storage or use, possibly by distrotion of the water trap when the bowl was connected. The user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. The hospital staff correctly checked the rt212 breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported via our distributor that an rt212 adult breathing circuit failed the servo-I ventilator leak test before use on a patient. The customer found an air leak from the water trap. No patient consequence was reported.